Event description:
Caller reported a cgm error 42, which was addressed by technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, and the caller successfully started their sensor session after completing the reset.